Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The coin battery on the kv control pcb was identified as requiring replacement. The kv control pcb, generic interface pcb and aec pcb were required to be upgraded to complete the repair. The customer determined to complete the repair themselves. The system software and calibrations were also reloaded. The system was tested and found to be working as intended and returned to service.